Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There is no indication of a device malfunction. H.4. Device manufacture date: monitor sn (B)(4): 11/26/2015 reuse. Electrode belt sn (B)(6) 07/09/2013 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(4) 2017. Prior to passing, the patient received one inappropriate defibrillation on (B)(6) 2017. The patient was in the emergency room at the time of the inappropriate defibrillation. At 14:46:14 pm the ECG recordings reveal that the patient was in a sinus rhythm at 95 beats per minute with frequent pacs and pat. The rhythm at the time of the treatment was pat at 175 beats per minute. Rapid pat rate contributed to the false detection. The response buttons were not pressed during the event. The lifevest was removed from the patient while they were in the emergency room. The patient was later admitted to the hospital and passed away in evening on (B)(6) 2017. The patient was not wearing the lifevest at the time of passing.